Event description:
During surgery generator sporadically stays activated in coag mode when activation button is not depressed (cut is mode is not affected). Another generator was utilized and case was completed successfully. No patient impact and patient information unable to be obtained.

Manufacturer narrative:
(B)(4). Evaluation: method, result, conclusion: device discarded by the hospital; therefore, analysis unable to be performed. (B)(4).